Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to pdc on 07/15/2013. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
End user reported that medical attention was sought on (B)(6) 2016 at 9:00pm due to receiving high readings from her prodigy blood glucose meter. The end user declined to provide any further details in regards to the medical treatment that was sought and requested that prodigy not contact her again.